Manufacturer narrative:
Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. The device was not received for evaluation; however, photos and a video of the set were provided. Visual inspection revealed that the replacement line, connected to the y connector and the pump segment, is leaking at the y connector. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from a prismaflex st100 set c during treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.